Event description:
A report was rec'd that the pt's ipg was repositioned from the right flank to the right abdomen due to discomfort. Two lead extensions were implanted and the pt was reportedly doing fine.